Event description:
A pt was undergoing a head CT in the axial mode and received 9 extra slices to the same area of the head. The CT scanner model description is "ingenuity" and is manufactured by philip medical. Upon investigation is was discovered that on the CT table there are two pins in the table drive mechanism that came loose causing the table top not to increment. The worm drive was still rotating therefore the table incrementing sensing circuitry still functioned even though the table top was not incrementing. The pt received approximately 1.5 times the anticipated dose for a head CT. Examination of the pt showed no immediate effects from the radiation which would be erythema.